Event description:
The surgeon inserted a plate collamer lens model cc42c4bf. The lens tore during insertion and the cause of the lens damage was unk. A collapsed capsule occurred when the lens was removed and a vitrectomy was performed. There were no other pt injuries.